Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the therapy voltage is out of tolerance. There was no reported patient involvement.

Manufacturer narrative:
Philips fse replaced the therapy pca and processor pca. The device is returned to full functionality. The device remains at the customer site.